Event description:
It was reported that the User was hospitalized with Hypoglycemia in June 2025. The exact date was not provided. The event was reported to be related to the user's diabetes and potentially associated with the Eversense system, as the user stated they could not rely on the system after the smart transmitter battery lasted only about 9 hours before needing to be charged. As a result, the user reportedly did not recognize the onset of hypoglycemia and became unresponsive, leading to hospital treatment. The user could not recall glucose values, alert notifications, fingerstick confirmation results, treatment details, or other specific events because the incident occurred approximately one year prior to complaint intake. At the time of complaint intake, the user already had transitioned to a new sensor and transmitter, as the original sensor had reached the end of its operational life. The User's HCP is aware the event occurred. DMS confirmed the user was actively using the system with a new sensor with current data available.

Manufacturer narrative:
The reported hospitalization occurred approximately one year prior to complaint intake, and an exact event date was not provided. Due to the limited information available and the significant time elapsed since the reported event, a a complete investigation of the allegation could not be conducted.